Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide: model: ust400,  17845-5a-aw rev b 09/17 . Checking your blood glucose: chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient sought medical attention due to high blood glucose (bg) levels after wearing the pod between 4 and 24 hours. The patient's father reported the following: patient awoke to not feeling well and being lethargic. Despite delivering a bolus, removing pod and giving manual insulin injections, patient's bg levels continued to rise (260 mg/dl, 300 mg/dl, 400 mg/dl). Patient spent 4 hours at doctor's office, where doctor administered insulin but bg levels again continued to rise (500 mg/dl, 600 mg/dl) so patient was taken to hospital and admitted to the intensive care unit. Father reported highest bg level while hospitalized was 678 mg/dl. The patient was treated with an insulin drip and was released after 3 days in the hospital. After this medical event, patient was able to resume treatment with a new pod.